Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needs a therapy capacitor replacement. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx defibrillator indicating that the high voltage capacitor needs replacing. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the high voltage capacitor. A quote was sent to the customer for capacitor replacement: however, the customer refused the quote and the repair was cancelled. The device remains at the customer site. No further action is warranted at this time.